Event description:
It was reported that implant was removed due to infection. Doctor followed the tsv surgical procedures to place the implant - tsv4b13. After 3 weeks, infection was happened to the patient. Tooth site # 46 symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4).